Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 450-600 mg/dl due to a leaky infusion device adapter. On (B)(6) 2010, her blood glucose elevated to 580 mg/dl and she changed the adapter an infusion set and injected insulin via pen. On (B)(6) 2010, her blood glucose elevated to 250 mg/dl and she changed the adapter an infusion set and injected insulin via pen. On (B)(6) 2010, she switched to her backup infusion device using a new infusion set, adapter, and insulin cartridge and her blood glucose measured 450 mg/dl. She injected insulin via pen. On 07/17/2010, she found air in the system and the adapter was leaking insulin. She injected insulin via pen and switched to the primary infusion device using a new adapter from a different lot and her blood glucose decreased. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The adapter was requested to be returned for eval.